Event description:
Procedure type: CABG. According to the reporter: after inserting the suture through the sternum, it broke while it was being twisted and secured. The suture had to be removed, another pass had to be made through the same bone with a new suture. Reportedly, this caused more trauma to the patient's bone and left more potential for serious infection.

Manufacturer narrative:
.